Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level. Cts provided pump reset information and assisted the caller with resetting the pump. The same malfunction code did not recur after resetting, and the customer may continue to use the pump. Caller was instructed to call back if any malfunction code recurs and acknowledged understanding.